Manufacturer narrative:
A ge svc rep performed an on site investigation. The f16 fuse was replaced and the power supply repaired during the svc call. The reported issue is currently under investigation.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.